Event description:
It was observed that during the evaluation, the visera rhino-laryngo videoscope exhibited that the grip/up/down plate is sticky, and the universal cord is sticky. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the grip and the up/down plate is sticky, and the universal cord is sticky. Based on the results of the investigation, the most probable causes such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.